Manufacturer narrative:
The manufacturer had previously reported an allegation of a "low oxygen flow" alarm. This is a duplicate complaint. This occurrence has been reported to the FDA on MDR 2518422-2019-02589.

Event description:
The manufacturer received information alleging a ventilator displayed a "low oxygen flow" alarm. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.